Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind the pump. Customer received more than one motor error within the last 30 days. The customer was advised that the device would be replaced.